Event description:
A report was received that the patient¿s ipg would not hold its charge. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was returned to bsn.

Event description:
A report was received that the patient¿s ipg would not hold its charge. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.